Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the patient orders were not crossing over. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient orders were not crossing over. A technical support specialist (tss) applied a knowledge article (ka), found that the system after server reboots, the xml processing speed remained the same as the received xml, but the xml dump did not process any faster. The tss consulted a product service engineer (pse) to check if server needs more random access memory of if ka attached could be applied to server with some other number and not 128. The pse determined that the akka.hocon file was missing a single equal sign on the left side of the 128 value (previously configured to 8). After the equal sign was correctly added, the messaging queue quickly drained from over 9,000 to zero. The pse applied the ka ¿configuring messaging polling interval times and message processing speed¿ to resolve the issue. The tss ran server downtime on application server, verified the messages were crossing then, and informed the customer the issue was resolved by pse. The system functioned as intended after the product service engineer troubleshot the device.